Event description:
It was reported a technical observation showed the s3 left lead migrated forward about 2 cm. It was stated there was no action taken and the event resolved without sequelae on (B)(6) 2013. It was noted the x-ray indicated the lead migrated forward about 2 cm. It was stated reprogramming and system evaluation was done and the lead migration was asymptomatic to the patient. Reportedly, the patient was feeling stimulation in their left vaginal wall and the issue was resolved.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# v655476, implanted: (B)(6) 2011, product type: lead. (B)(4).